Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced unexplained high blood glucose levels. The customer's mother stated that she was also using insulin pump therapy but that she had had problems before with replacement insulin pumps she received. She did not feel safe using them, so she decided to use the customer's old insulin pump on (B)(6) 2015. She stated that she then began having unexplained high blood glucose and believed that the insulin pump did not deliver basals properly. The customer's blood glucose was 400 mg/dl, and the most recent blood glucose was 224 mg/dl. The customer complained of thirst and frequent urination. The customer treated with a manual injection. The caller was advised to change the entire infusion set, reservoir, and insulin and to treat per doctor's instructions. The caller disconnected the call before the troubleshoot procedure was complete.